Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced noninflammatory vaginal disorder, urge incontinence, and urgency.

Manufacturer narrative:
(B)(4). Concurrent procedures: hysterectomy. It was reported that following insertion the patient experienced erosion, extrusion, infection, urinary problems and bleeding. No additional information was provided. It was reported that the patient had an additional implant on (B)(6) 2005, manufactured by boston scientific. No additional information was provided. It was reported that patient underwent mesh removal on (B)(6) 2012 due to hematuria, vaginal bleeding and exposed mesh. No additional information was provided.